Event description:
The patient((B)(6)) was hospitalized in the infectious disease ward of our hospital due to lung infection. At noon on (B)(6) 2024, the nurse gave the patient a pre-meal insulin injection.the nurse opened a well-packaged pen needle-autoshield, installed it and performed an exhaust test. It was found that no liquid was discharged. The inspection found that the needle - npe of the needle was disconnected, so it was discarded and replaced with a new needle. Because it was discovered in time, no adverse consequences were caused to the patient. On (B)(6), customer service called the contact person to verify the information: item number 329505, and verification feedback is that the needle - npe was broken, purchase date (B)(6) 2024, no samples retained, photos available, no investigation response required. Sample availability? Yes. Sample availability details: picture/video only.

Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was not able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.